Event description:
The customer complained of discrepant glucose results for 1 patient from two accu-chek inform ii meters during troubleshooting. At 12:37 pm the glucose result was 575 mg/dl from accu-chek inform ii meter serial number (B)(4). The sample was from a needle and the customer was not sure if the sample was properly collected. At 12:41 pm the glucose result was 49 mg/dl from accu-chek inform ii meter serial number (B)(4) with a new sample. It was asked but the nurse did not know how the sample was collected. At 12:45 pm the glucose result was 126 mg/dl from accu-chek inform ii meter serial number (B)(4). There was no allegation of an adverse event. The qc on both meters was acceptable on the day of the event. The suspect device was requested to be returned for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.